Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient had an unrelated surgical procedure and ipg was not placed into surgery mode. In turn ipg was unable to communicate with external devices.

Event description:
Additional information received that patient underwent surgical intervention where in the ipg was explanted and replaced.

Event description:
Additional information received that surgical intervention may take place to address the issue.